Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin will not push through the infusion set and that insulin did not exit the tubing. Customer also stated that the pump alarmed no delivery during manual prime. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done and appears that changing the reservoir and infusion set resolved the issue but customer was advised to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs, inspected the snap caps and septums for anomalies none were found. Performed the occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installed into a medtronic 7 series insulin pump, fluid flowed through the infusion set and out of the catheter tip conclusion the reservoirs are not occluded.